Manufacturer narrative:
One hotline low flow system was returned for analysis in good condition. Upon visual inspection the tank cover was noted to have multiple cracks to it. The reservoir was filled with water, attached temp check, and powered on with installed line cord. The device heated up with no problems but was found to leak rapidly. Based on the evidence, there was no fault found as the customers reported problem was not confirmed.

Manufacturer narrative:
Additional information: information was received that there was no patient involvement and the issue occurred during testing. No patient or clinical injury occurred.

Event description:
Information was received that a smiths medical fluid warmer would not go into over temp. This was reported as an out of box failure.